Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient with two active implantable neurostimulators (ins) for spinal pain. One was for the upper quadrant and the other for their lower quadrant. It was reported the patient was in a great deal of pain. The patient was moving boxes and they thought they hurt something and were going to try to ride it out but now they could not walk. The patient was concerned their lead had moved or their ins had flipped. They had not had their spinal cord stimulator systems on since march due to not needing them or pills. It was noted the patient stated thank goodness she saved some of her pain pills. The patient did not have a managing physician at time of report.

Event description:
Patient stated that the "batteries were killing" her and she needs one of her stimulators removed and stated she can't take this anymore. She reported that she had two implantable neurostimulators (ins) and both were hurting her. She reported that one implant was for upper body on the top left side on sciatic nerve and said she could feel the wires through her body. They reported that the right side isn't over by hip where it should be, they(ins's) are not equal distant and patient could not even sit with them on. Patient stated when she had to turn on the "top" she had to twist her neck and put head down for it to even connect. Patient had doctor's appointment scheduled for (B)(6) 2016. Patient continued to be upset, crying hysterically and stated that no one is willing to help her. Patient said the suicide hotline told her to call 911 and that they could not help her.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.